Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Cust has been wearing ret for 2 weeks full time and they are very tight, cust is having extreme pain in them. Last aligners are fitting well and they will be wearing those in the meantime. Sent be for ret ik.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.